Event description:
It was reported by service report that the o2 bottle holder could not hold the bottle due to worn velcro. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.